Manufacturer narrative:
(B)(4). Evaluation, results, conclusions: known inherent risk of procedure (dissection).

Event description:
During index procedure, the patient had two endeavor sprint drug-eluting stents placed in the lad. A post procedure angiographic complication of dissection was reported. The dissection was treated with placement of two stents. Approximately 14 months post index procedure, the patient expired. The cause of death was cancer related.